Event description:
Boston scientific received information that this pt developed a minor infection and the pt was seen for irrigation of their xiphoid incision. The incision was re-opened irrigated and closed. The pt was noted to be of thin stature and the wound will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.